Event description:
The implant card was later received indicating the reason for generator replacement on (B)(6) 2012, was due to battery depletion with neos=yes. However, it was previously clarified by the company representative that the replacement was prophylactic.

Event description:
It was reported that the patient had prophylactic generator replacement surgery on (B)(6) 2012. Attempts for product return from the explanting facility have been unsuccessful to date.

Event description:
Additional information was received from the treating physician which indicated that the increase in seizures began around (B)(6) 2012 and are still below pre-vns baseline level. The increased seizures are unrelated to vns therapy. There were no programming or medication changes since (B)(6) 2011, and his programming settings were the same since 2007. To compensate for the increase in seizures, the medications were adjusted.

Event description:
Clinic notes were received for a vns patient dated (B)(6) 2012 indicating that the patient's complex partial seizures had increased in frequency recently. The patient's vns settings were not changed on this visit. Attempts for additional information from the physician have been unsuccessful to date. The patient has been referred for generator replacement surgery, however it has not occurred to date.

Manufacturer narrative:
Date of event, corrected data: with the additional information received from the physician, the increased seizures began around (B)(6) 2012.